Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient changed the cartridge and infusion set on (B)(6) 2021, at 07:00 pm. The next day (B)(6) 2021, at 08:00 am, when the patient woke up, blood glucose level was slightly increased. Subsequently, at 02:00 pm, her blood glucose level was rising (586 mg/dl). Therefore, she tried to treat it by injecting a correction bolus. Further, she noticed that the patch was getting wet, so she changed the infusion set, but her blood glucose level was still rising. On the same day (B)(6) 2021, at 06:00 pm, the patient immediately called the healthcare professional and went to the hospital. The patient was hospitalized due to her blood glucose level which was continuously rising (800 mg/dl) probably because the cannula was kinked and ketone levels. Also, the pump was deactivated, and the therapy was continued by the hospital. During hospitalization, she received kalium infusion as corrective treatment and her blood glucose level was being checked, which resolved the issue. At the time of this report, the patient was still admitted in the hospital. Moreover, the patient reported a past event, when she experienced high blood glucose level over 800 mg/dl due to her infusion set. Therefore, she tried to treat it by injecting a correction bolus and went to the health care professional. She had ketone levels which her health care professional assessed as dangerous/ life threatening. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.